Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. Date of event: unknown. Implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was requested. Investigation summary: product was not returned and based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery on an unknown date for treatment of a posterior spinal fusion where the patient was implanted with the synthes universal spine system (uss) construct at unknown spine disc levels. Post-operatively, on (B)(6) 2013, a revision surgery was performed. The reason for the procedure on (B)(6) 2013, is unknown. During this follow up procedure the surgeon added extension connectors that extend the previously implanted spine construct. This extension to the original construct was added at t10 disc level thru the ilium bone. A rod was reported to have run cranial to this connector. It is unknown what levels the cranial rod goes to. The caudal rod ran to the patient¿s ilium. Post-operatively, after the patient¿s first revision surgery, it was reported that the patient had a broken right rod between t10 thru the ilium bone. The right rod was broken between the l3 and l4 disc levels with a non-union. The left rod was intact with no issues. On (B)(6) 2018, another revision surgery was performed to address the patient¿s broken rod and nonunion. The surgeon removed the left and right caudal rods. A surgeon was also removed and replaced previously implanted (type an unknown quantity) of pedicle screws that were reported as loose from the t12 thru ilium disc space. No screws were implanted in l3 disc space. The surgeon stated that the patient had a (pso)pedicel subtraction osteotomy performed on (B)(6) 2013, at l3 and felt that this was a contributing factor on why the patient had a nonunion at l3-l4 disc space. No fragments were generated during implant removal. All implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. The patient is reported in stable condition. Sales consultant has no more information to report on this event. Concomitant devices: 6.0 mm ti collar (item # unknown, lot # unknown, quantity unknown). Ti nut 11 mm (item # unknown, lot # unknown, quantity unknown). Unknown rods (item # unknown, lot # unknown, quantity 1 each). Unknown screws (item # unknown, lot # unknown, quantity unknown). This report is for (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product codes: nkb, mni, kwp, kwq awarnes date reported in initial medwatch was (B)(6) 2018. Correct date should have been (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 6.0mm titanium collar (498.010, lot number unknown, quantity unknown), titanium nut 11mm (498.003, lot number unknown, quantity unknown), 6.0mm titanium hard rod 250mm 498.110, lot number unknown, quantity 1), uss locking/set screw (part number unknown, lot number unknown, quantity unknown)

Event description:
Concomitant device: uss mono/polyaxial screws (part/lot unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 498.110, lot 7764275: release to warehouse date: november 07, 2014. Manufactured by synthes brandywine. No non-conformance reports (ncrs) were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable concomitant medical products: corrected unknown uss locking/set screw to unknown uss mono/polyaxial screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.